Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010 the lay user/reporter contacted lifescan (lfs) to report the one touch ultra 2 meter would not power on. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B) (6) 2010 at 7:20 am the patient noted the reported meter would not power on. This was a new, out-of-the-box, meter. Ten minutes later, the patient experienced the symptom of shaking. The patient did not take any actions or seek medical attention or treatment. Troubleshooting revealed the patient's test strips were correct, and that the meter did power on successfully with both the test strip insertion and the power button. The meter, test strips and control solution were replaced. There is no evidence the meter was not functioning appropriately, as it powered on successfully during the troubleshooting telephone call. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter issue. Therefore, this complaint is being reported.